Event description:
New information notes that on (B)(6) 2016, the lead was capped and replaced.

Event description:
New information notes that the patient was in very good condition after procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the clinic and left due to some sort of emergency and stated that he will call back to reschedule. Therefore, the device interrogation was not completed. It was noted that the ventricular lead impedance had steadily gone up during the last year. Patient was also referred to the implanting physician.